Manufacturer narrative:
On 11/23/2015. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been received by manufacturer for analysis.(B)(4).

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, in the planning phase, the screen turned blue with the screen logo and had four small squares in the left-hand corner. The medtronic representative pressed control-alt-delete and re-started the software. Normal function was restored. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The logs do not contain anything that specifically indicate why the system unexpectedly exited. However, the symptom is consistent with the test track for unexpected exits. Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.